Manufacturer narrative:
The product pertaining to this claim was not returned; however, the lens was received and a visual inspection shows the optic is torn into three pieces. There is clear surgical residue on the lens. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the cartridge wasn't returned for eval.

Event description:
The reporter stated that the surgeon was advancing a 20.0 diopter three piece lens in the injector and the injector's plunger tore the lens. This was prior to insertion, so no patient injury.